Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Reportedly, customer inadvertently initiated a bolus which decreased their bg level. Emergency technicians were called and administered glucose to address bg level. Systems check with tandem technical support confirmed the pump is functioning as intended.